Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance, the device did not alarm on an interlock switch test. There were unknown patient harm or adverse events reported due to this event. No further information provided. Int# (B)(4).

Event description:
No further information provided int# (B)(4).

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a faulty speaker on the device circuit board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.